Manufacturer narrative:
This report is for an unknown screw/ unknown lot. Part and lot numbers are unknown; UDI number is unknown. Complainant part is not expected to be returned for manufacturer review/ investigation. (B)(4). Without a lot number the device history records review could not be completed. Product was not returned. Based on the information available, it has been determined that no corrective and/or preventative action is proposed. This complaint will be accounted for and monitored via post market surveillance activities. If additional information is made available, the investigation will be updated as applicable. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Device report from synthes reports an event in (B)(6) as follows: it was reported an implant removal procedure for the midface occurred on (B)(6) 2019 for an unknown reason. The procedure was to remove nine (9) screws. The screwdriver did not properly engage with multiple screws. Two screws were removed with the screwdriver. However, there was continued difficulty and the surgeon needed to remove seven (7) screws out of the nine by grinding those screws with a drill. The procedure was delayed by 70 minutes. Concomitant device reported: unknown powered drivers/ handpieces: trauma (part # unknown, lot # unknown, quantity# 1). Unknown screws (part # unknown, lot # unknown, quantity # 2). This is report 6 of 8 for (B)(4). This report is for an unknown screw.